Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of atrophy is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing 3.5 cm cuff was removed and a new 4.0 cm component was implanted in a proximal spot. It was noted that the previous cuff was the correct size when it was implanted. There were no further patient complications.